Event description:
It was reported the bioprosthesis was explanted after 9 years due to deterioration and replaced with another sjm valve. Upon inspection of the valve at time of explant, it was revealed that the right coronary cusp of the valve had been torn. The leaflets were resected and the previously placed frame of the stentless valve was left intact. Additional information has been requested.